Manufacturer narrative:
(B)(6). The lot was manufactured from march 25-26, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection was performed which identified evidence of droplets of fluid inside a bag which suggests a leak. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.